Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Actual longevity is < 80% of 99.9% longevity limit. Performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri time of rrt in save to disk on (B)(4)-2011, device rrt<=2.6251 v. A 1 - patient alert for low battery voltage on (B)(4)-2011 02:15:00. Weekly log battery voltage trend data shows min bat=2.652 to 2.611 volts between (B)(4)-2011 and (B)(4)-2011.

Event description:
It was reported by the physician that there was possible premature battery depletion. It was further reported by the patient that they have cardiac amyloidosis. It was also reported by the patient that the alarm went off yesterday and their device is defective and needs to be replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri time of rrt in save to disk on (B)(6) 2011, device rrt<=2.6251 v. 1 - patient alert for low battery voltage on (B)(6) 2011 02:15:00. Weekly log battery voltage trend data shows min bat=2.652 to 2.611 volts between (B)(6) 2011 and (B)(6) 2011.